Event description:
Additional information was received reporting that there was a fracture in the front of hub, proximal part. The product was not used in the patient. There was no information on vessel tortuosity. The product could not be prepared because it was damaged from the beginning. The packaging was not damaged, and no delivery complaint was filed. The product was put away immediately after opening.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after opening the box and safety packaging, the catheter was found to be broken at the proximal end near the dilator. The product was not used. Another rist 7f 105 cm catheter was used. The procedure proceeded normally. No patient symptoms or complications were associated with this event.